Manufacturer narrative:
The country of origin is (B)(6). It was noted that the customer had never performed a qc on the meter or strips. The customer's test strips (>10 strips) were returned for investigation where it was measured on a reference meter with a high level control sample. Specified target range: 2.7-3.5 inr. Qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek pro ii meter serial number (B)(4) when compared to a laboratory result using the sta neoplastine method. The meter result was 4.7 inr and at the same time the laboratory result was 6.13 inr. The patient's therapeutic range was not provided.